Event description:
Customer reported that a female pt sustained a 10.5cm x 4.5cm skin abrasion to the right thigh following a right total knee arthroplasty and was treated with a xeroform dressing.

Manufacturer narrative:
The initial reporter was 3m rep (B)(4). The complaint was initiated by (B)(4) (3m distributor) who reported the incident and requested follow-up with (B)(6). The (B)(4) contacts included (B)(4) (materials management) and (B)(4) (rn, bhca). A letter with details of the event was provided by (B)(6) and a (B)(6) (rn), both are with (B)(6) hosp. Detailed info concerning the event was received (B)(6) 2013 by 3m. There were three events reported in the letter. Reserve sample tested from same lot, no failure detected. No sample was provided as of (B)(6) 2013. A full review of the batch record for this lot was completed and no deviations were noted. All test data was within the expected ranges and met specifications. A retain sample was tested for adhesion and met the specification. 3m did visit the hospital as a follow-up.